Manufacturer narrative:
Concomitant product(s): left ventricular (lv) lead. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿t-wave oversensing during left ventricular pacing causing inappropriate defibrillation.¿ heartrhythm case reports. 2017; 3(10):464-466. Doi: 10.1016/j.hrcr.2017.06.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s system. The article reported that eight (8) months after the system was implanted, the patient received a shock while carrying loads of groceries. The device was interrogated which revealed t-wave oversensing (twos), ¿inadequate ventricular pacing and inappropriate detection of ventricular fibrillation (vf).¿ the device was reprogrammed to bi-v pacing, which eliminated the twos. The status of the system is unknown, but appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.